Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a damaged force sensor assembly, and 'no prime' warnings were confirmed in the pump history. The 'no prime' warnings could not be duplicated during evaluation.

Event description:
During evaluation the force sensor assembly was found to be damaged.